Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was unable to activate energy using the right blue bipolar pedal on the surgeon side console (ssc). Before contacting an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance, the staff had already verified the energy cabling, but the issue persisted. The tse reviewed the system logs and did not find any relevant entries. The tse then guided the caller through troubleshooting by swapping instruments, and it was confirmed that only the right blue bipolar pedal was not functioning, while the yellow cut pedal continued to work normally. The surgical team proceeded with the procedure using the remaining functional pedals but indicated they were uncomfortable operating the system in this condition and considered the system down. The customer then elected to abort the procedure after anesthesia had been administered and ports were placed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the issue with the surgeon side console (ssc) foot tray. The part was replaced to resolve the issue involving the right bipolar pedal. The system was then tested and verified as ready for use. Isi has not received a da vinci product involved with this complaint to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The footrest was analyzed and found to have a failure. No related errors were found in the logs that could be associated with the reported event. Upon visual inspection, no issues were found that could be related to the reported event. However, both foot sensor covers showed signs of peeling. The unit was installed in a golden system and underwent 10 power cycles without any errors being triggered. The footrest was operated in normal mode with instruments, and the right blue energy pedal was not working even when pressed multiple times. All other pedals were working and responsive.